Event description:
The pt stated that when she first had device implanted, she had leaks from the catheter area and got a revision to secure it more firmly. Info from the healthcare professional stated that it was noted that the pt was getting some relief with the pump; however, there was a fluid collection at both the lumbar and abdominal incision sites. The pt was taken into surgery in 2009; there were no leaks in the tubing, and good csf flow was obtained. There is nothing in the notes indicating that any problems were found. The pt was seen in f/u three months later, and was getting good relief.